Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 02/19/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The serial # of the device was observed. There were no visual defects observed on the device. An investigation was conducted on 02/22/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the endoscope. An image test was not conducted due to the age of the device and the adaptor needed is not available. Based on the returned condition of the device, the reported failure "poor quality image" was not confirmed. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a certificate of conformance (c of c) is not readily available on-site.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4).

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during reprocessing, the 7mm extended length endoscope optics are cloudy. There were no procedural delays. No impact on patient as there was no patient involvement reported.